Event description:
Report rec'd from the USA stating that the attachment "will not spin when adding any pressure" during surgery. It was reported that the device was used in surgery but w/o any pt or user injury reported. It is unk if medical intervention or delay in the procedure occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).